Manufacturer narrative:
Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists pain as an anticipated adverse event. This event is also listed in the instructions for use. Pain is a common and anticipated side affect of any surgical procedure. The patient 'truck driver' did not have any other identifying information provided, in addition to no medical records provided for an analysis to be completed. The surgeon that performed the operations was not identified and could not be contacted for additional information. The device lot number was not provided, therefore, a device history record review could not be performed. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5.

Event description:
Events were discovered on 07/06/2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of 'truck driver' who complained that the device felt like it digs into his pubic bone, and he felt like a 'prisoner in his own body.'